Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male pt for cardiac arrest, the device inappropriately shut down. Complainant indicated that the clinician were unable to re-power the device and obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.